Event description:
Pace medical was notified (B)(6) 2012 by mr (B)(6) via email, a follow up telephone conversation that a ref 4580 micro-pace temporary cardiac pacemaker was in use at the time of the pt's death. At this time, there is no indications that the device was involved with the pt's death. No report has been filed by the hospital or medical professional. Pace medical, through its european rep, (B)(4), is following up on this incident and has requested that the device and any info such as an eck recording be sent to the company for analysis. The serial number (B)(4), has not been confirmed by the user as the device in operation but is "thought" to be the device. Further investigation has been requested through the distributor by pace medical to identify the exact serial number if possible. This is an initial report and contains all known info.